Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: lost or intermittent image. Confirmed failure: software upgrade software reprogram. Probable root cause: faulty solder joints in video path, faulty prism board or connectors, faulty xboard or ch cable connectors, break in ch cable core, faulty hdmi cable, faulty ccu power supply, internal ccu cable failure - power and/or communication, improper/no fuse installed, ac inlet board, main board - video processor, digital board - fpga, transition board - coax connector, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, poor system grounding, improper ccu timing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Added initial reporter phone.

Event description:
It was reported that there was loss of image.